Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that upon opening the package, it was noted that the pad had partially turned black. The pad was not used. Another pad was used to complete the procedure. Initial evaluation of the incident pad found it was degraded without continuity.